Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system could not login the software. The repaired computer replacement was performed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that nothing displayed on the monitor after the system powered on. There was no patient present when this issue was identified. This time the repaired computer was installed and the demo computer was sent back.